Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. It was not reported if pd therapy was ongoing. No additional information is available.